Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. Reportedly, the device was used in the subclavian artery. It should be noted that the electronic starclose instructions for use (eifu), the starclose se vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of femoral artery access sites following catheter-based procedures. It is unknown if the IFU violation contributed to the reported difficulties, therefore, notification letter is not required. It is unknown if the instructions for use (IFU) violation contributed to the reported difficulty. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The study aims to reveal and evaluate the efficacy of open and endovascular treatment of malpositioned central venous catheterization in the subclavian artery. The starclose was used to manage 3 cases in the study. There were no reported device issues, however, in one case, a post-operative pseudoaneurysm occurred. The pseudoaneurysm was treated with ultra-sound guided compression. The study concluded that closure devices can be safely and effectively utilized for endovascular closure of the subclavian artery following removal of malpositioned central venous catheters. The endovascular options are also accompanied by short hospital stay and lower morbidities. Open surgery should be reserved for patients in whom endovascular options fail. Additional information can be found in the article titled "management of malpositioned central venous catheters in the subclavian artery: case-series and systematic review of literature." No other information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title: "management of malpositioned central venous catheters in the subclavian artery: case-series and systematic review of literature" b3: date estimated d4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code: 1494 - incorrect anatomy.